Event description:
It was reported that the subject device had loose connection on the cable. The issue was found during a procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d4, d8, h2, h3, h6, h11 corrected fields: g4 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was noise in the image, poor watertightness of cable unit, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, there was noise in the image and due to poor watertightness of cable unit, watertightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.